Manufacturer narrative:
The returned sensor was evaluated. The sensor passed visual analysis and software testing, however failed continuity testing. The failure was isolated to an open connection on the white conductor. During evaluation, the sensor was able to generate an error message, as designed. A lot history review indicates that this lot was released on 05/17/2016, and no issues related to the reported failure mode have been previously reported.

Event description:
The customer reported the following issue: the cable has only been in use for a couple of weeks. Signal was cutting out for long periods of time. The values would be displayed, then disappear. This was checked by replacing the sensor and substituting cables and the fault was isolated to the cable. No error message or audible alarm was reported. No known impact or consequence to patient was reported.